Event description:
An alarm was reported with the pump, identified as alarm 20, during loading of the cartridge. It was confirmed in the pump history. There was no information available concerning the customer's blood glucose level at the time of the event. Technical support decided to replace the pump after a second cartridge installation continued to trigger the alarm. Although the customer was informed of the need for a replacement and offered goodwill cartridges, these were declined. Technical support confirmed the customer's shipping address, provided storage instructions, and asked the customer to return the defective pump within 10 days using a prepaid label and return box. No information was shared about the customer's backup therapy during this period.